Event description:
Per galaxy adverse event report, this patient was noted to have a pocket hematoma. As the condition of the hematoma was not improving, a pocket evacuation was performed. The hematoma is now resolving and the system remains implanted. Should additional information become available, this file will be updated. Lumax 540 dr-t, sn: (B)(4), MDR 1028232-2010-01442. Linox sd 60/16, sn: (B)(4), MDR 1028232-2010-01443.